Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: part: 04.636.070, lot: 9283083, manufacturing site: mezzovico, release to warehouse date: december 18, 2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device product codes: mni, mnh, nkb, kwp. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. This report was initially reported on march 17, 2021 under manufacturer report number 1526439-2021-00467 for depuy spine. On april 14, 2021 , it was determined the device actually was the reporting responsibility of synthes spine. The report is now being submitted under the correct manufacturer. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the patient initially underwent the surgery on (B)(6) 2020 for l4-l5-s1 arthrodesis. Since then patient had suffered a breakage of screws and vertebral matrix fixator, with problems and sequelae caused after l4-l5-s1 arthrodesis, with torsion breakage and suspension bars and imprint, with need of surgical re-intervention, removal of fixator and rearridesis 360. No further information provided. This report is for one (1) 5.5mm ti curved rod 70mm. This is report 1 of 4 for complaint (B)(4).